Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-01214. It was reported a successful trial procedure took place on (B)(6) 2019. During post-op, the patient reported feeling as if her legs were heavy and weak. As a result, the leads were pulled.

Event description:
Reference MFR report: 3006705815-2019-01214.

Event description:
Information provided in the medwatch report indicated that the patient had been sent to the hospital emergency room and had been admitted for approximately 7 days. Patient has been diagnosed with paralysis and left foot drop, chronic nerve pain peroneal nerve damage, numbness to right lower extremity, and weakness to both lower extremities. Follow up with the rep indicated that all imaging and neuro testing showed no indications for patient¿s symptoms.